Event description:
My dexcom notified me through an alert that my blood sugar is low. I get up and eat to bring it back up. So I swipe the alert away. And every 15 min it tells me my blood sugar is below 80. But when my blood sugar is below 55 when I am confused and swipe the alert away then dexcom will not alert me for 30 min. Now because I am asleep and the alert will go off and I swiped it away I will sometimes fall back to sleep and the urgent alert will not sound off for 30 min. I can not change that from 30 to 15 or even 5 min. If I do not wake up after dismissing the alert while I am confused can be dangerous and deadly. I asked dexcom to change it to where I can at my health preferences to let patients change the urgent low from it default of 30 min down to 5 min. Why is the most dangerous alert set to 30 min while other alerts can be changed. In 30 min a person who has an urgent low blood sugar could be dead if they don't understand while blood sugar is so low that they my be confused and don't understand what they need to do. In my case I would like it every 5 min alert until it goes up to a safe level but if I don't wake up in the 30 min I need it to sound off so family members who hear it will come and try to wake me or call an ambulance.